Manufacturer narrative:
This medwatch is for the suspect device used in system 2 (lot number 300574, expiration date 08/31/2008). Reference medwatch report with a1 pt identifier for the suspect device used in system 1.

Event description:
Reporter states customer reportedly received result of 522 mg/dl on advantage system 1 and 66 mg/dl on advantage system 2 within 10 mins on the same device. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.